Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test/essure confirmation test not done". The patient's medical history included neurosyphilis, knee operation and hand operation. Previously administered products included for an unreported indication: mirena. Concurrent conditions included shortness of breath. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced abdominal pain lower ("pain: lower abdomen"), pain in extremity ("legs pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)/excessive bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and muscle spasms ("leg cramps"). In (B)(6)2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2016, the patient experienced nausea ("nausea"). In 2016, the patient experienced urinary tract infection ("bladder problems"). In (B)(6)2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain female/pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with antibiotics and ibuprofen. Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, abdominal pain lower, back pain, pain in extremity, menorrhagia, vaginal haemorrhage, psychological trauma, urinary tract infection, fatigue, hormone level abnormal, headache, nausea, female sexual dysfunction and muscle spasms outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, muscle spasms, nausea, pain in extremity, pelvic pain, psychological trauma, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for: bladder/urinary problem: bladder problems. Insertion date as per previous fu: (B)(6)2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: plaintiff fact sheet received. Events: abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), pain: lower abdomen and legs were added. Event bladder disorder was replaced with the event: uti. Concomitant and historical drugs were added. Event onset date was updated. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test.". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, psychological trauma, bladder disorder, fatigue, hormone level abnormal, headache and nausea outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, nausea, pelvic pain and psychological trauma to be related to essure. The reporter commented: received treatment for: bladder/urinary problem: bladder problems quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Event injury was updated and new events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury, migration, bladder problems, other injuries/symptoms: fatigue, hormonal changes, headaches, nausea, she did not underwent essure confirmation test were added. Plaintiffs information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.